Event description:
Report received from company representative. Information reported as follows: pt was being treated for underlying condition of diabetes and respiratory distress. Pt was intubated on the general care floor and transferred to ICU where pt was placed on the device. Settings of: mode=s/t, ipap=29 cmh2o, epap=14 cmh2o, rate=16, fio2=100%. Pt total respiratory rate was 33-35 bpm. No oxygen analyzer was reportedly used. Pt was under ICU observation, pulse oximetry, and arterial blood gas samples were obtained (results not given). Pt had been on unit for approximately 17 hours until the attending physician detected the error in set up. The oxygen hose was mistakenly not connected to the oxygen source. Additionally, the low oxygen flow alarm reportedly did not sound as a result of this setup error. The pt was determined to be in critical condition and was removed from the device, placed on mechanical ventilation with 100% fio2. Reportedly, the pt suffered brain damage due to the lack of oxygen. Subsequent info received was that the pt expired approximately 2 days later but was reportedly not a result of the alleged malfunction (per the physician and autopsy report), but as a result of pulmonary hemorrhage.